Event description:
Customer states a patient reportedly received result of 487 mg/dl on the inform system and 185 mg/dl on a lab value within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.